Event description:
Surgeon used a reload or two prior to this staple reload that worked. When applying this load onto the lung tissue it would not fire. The previous load lot numbers were not retrieved for comparison with this load by the circulating nurse. Another reload was handed to the scrub person and used by surgeon without incident.